Manufacturer narrative:
Additional information section: d.1, d.4, d.6a, d.6b, h.6. H.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use as of (B)(6) 2025. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain following implant surgery. The recipient was advised to cease device use.